Manufacturer narrative:
A4/a5: information unknown/asked but did not provide. D6a: if implanted, give date: not applicable, as there was no patient involvement. D6b: if explanted, give date: not applicable, as there was no patient involvement. E1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was defective, damaged lens. Through follow-up, it was learned that there was no patient contact. The procedure was completed successfully with another johnson & johnson lens (same model and diopter) implanted as a replacement. The product has been discarded and not available for return. No other information was provided.